Event description:
Meter name: one touch ultra. Strip name: lifescan one touch ultra. Meter code:unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shakiness. A pt reported they were unable to test, no physical harm reported. Their meter allegedly would not power off. The result on their meter was 37 mg/dl. No other blood glucose tests reported. No comparison tested. Treatment was customer ate and took insulin. No further info has been reported.